Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, clip slippage and bleeding occurred post-operative. The surgeon performed a re-operation on july 21, 1998 to correct the condition. The hosp has reported thept's condition is satisfactory.